Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the grip, tip and teeth are perfectly in position. However, findings revealed a broken pitch cable and scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The instrument has 2 uses remaining. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was noticed that prior to starting a da vinci si surgical procedure, the tip of the fenestrated bipolar forceps instrument was bent. No patient harm, adverse outcome or injury was reported.